Event description:
Livanova deutschland received a report that an evo unit gave an error message (e1538 code) related to a faulty encoder. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the evo. The incident occurred in cottbus, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: livanova field service engineer was dispatched on site, confirmed the issue and, to fix it, the motor controller board of the occluder venous clamp was replaced. Then, the clamp was calibrated and functional tests were completed positively. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that no other similar event has been reported, neither concerning trend has been identified since manufacturing date. Based on gathered information, the most likely root cause has been traced back to an electrical failure of the encoder board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.